Event description:
It was reported that a patient presented to the emergency room due to appropriate shock for ventricular tachycardia. X-ray was performed and the physician suspected that the right ventricular (rv) lead was dislodged. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension was within specification.